Event description:
Pt's one touch ultra test strips were damaged. Pt reported that the test strip port might have caused the damage. Pt described feeling tired and having blurry vision at the time of concern. Pt reported obtaining a "61mg/dl" on the reported meter and having food and/or a beverage. The customer service rep discovered through troubleshooting that the test strips were not expired, stored improperly. Pt's meter and test strips were replaced. There was no evidence that the meter contributed to an adverse event. Pt had low symptoms, obtained a relatively low result, and administered proper self-treatment. No medical care was sought from a health care professional.